Manufacturer narrative:
Initial reporter occupation is a lay user/patient. The meter and test strips were requested for investigation. The product is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was a complaint of discrepant inr results for one patient tested with coaguchek xs meter serial number (B)(4) compared to a laboratory test with an unknown reagent. The result from the meter at 8:00 pm was 6.4 inr. The result from the laboratory at 8:10 pm was 3.29 inr. The second blood drop was used for the meter measurement. The patient¿s therapeutic maximum is 3.0 inr.